Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the customer¿s allegation was confirmed, however, the root cause could not be identified. A probable cause could be stress from use, external factors, or handling. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. The instruction manual identifies the following related verbiage which could have detected/prevented the phenomenon: (¿chapter 3 preparation and inspection 3.2 inspection of the endoscope") inspection of the endoscope 1. Inspect the control section, video connector and light guide connector section for excessive scratching, deformation or other irregularities. 2. Inspect the boot and the insertion tube near the boot for bends, twists or other irregularities. 3. Inspect the surface of the insertion tube for dents, bulges, swelling, peeling or other irregularities. 4. Carefully run your fingertips over the entire length of the insertion tube. Inspect for any protruding objects or other irregularities (see figure 3.2). The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the there was an air/water leak in the tracheal intubation videoscope. It is unknown when the issue was found. The device was returned for evaluation. During the device evaluation, it was found that the coating of the connecting tube is peeling and the indication on the connecting tube has a disappeared area. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found a loss of water tightness due to a pinhole in the connecting tube, a chipped adhesive on the bending section cover or distal sheath, a wrinkled connecting tube, stickiness in the control unit caused by water leakage, an insufficient bending angle in the up direction due to wear of the angle wire, an inability to insert the tube cleaning brush because of a crushed channel tube, and buckling in the connecting tube.. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.